Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient was admitted with intraparenchymal hemorrhage. Digital subtraction angiography (dsa) was performed and an intra-nidal aneurysm arteriovenous malformation (avm) was observed. Vessel tortuosity was normal. It was decided that embolization should be done. The devices were prepared and the catheter flushed according to the instructions for use (IFU). The onyx injection was started in the injection rate per IFU. At one point there was a pause of less than a minute. When trying to continue the onyx injection, the onyx had solidified within and occluded the apollo microcatheter. When the surgical team tried against with another catheter, the same issue occurred. It was noted that the dead space of the catheter was filled with dmso. Post-procedure angiography showed a small avm with intra-nidal aneurysm. It was noted that the patient died and though specific cause of death was not reported, cause of death was noted to be related to the injury present on admission.

Event description:
Additional information received reported that the second catheter used was also an apollo.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient's underlying condition was a dural av fistula that had ruptured and lead to brain hemorrhage. It was confirmed the cause of death was related to the hemorrhage the patient presented with and not the device or procedure. The procedure was able to be completed with the onyx and a competitor liquid embolic agent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.